Event description:
A caller reported an issue with the incorrect time setting on their device, which resulted in confusion. There was no adverse impact to the customer's blood glucose level as no extreme levels were reported. Technical support assisted the caller in updating the pump time and advised them to monitor the time settings for any future discrepancies, instructing them to follow up if the issue recurred. The caller understood and acknowledged the guidance provided.